Event description:
It was reported the patient received an inappropriate shock during intercourse. Also, the implant site continues to be red and swollen in places, six months after implant. The defibrillator remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.